Event description:
It was reported that the patient experienced an infection and had the device system explanted. The patient experienced spasticity secondary to paraplegia associated with the event. The patient outcome was reported as 'no injury'. The drug concentration and daily dose were not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.